Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose near the muffler, the teflon seal was protruding out of the swivel, and the device ran in the safety position (power broken) and was running at 66,670 rotations per minute (rpms), which was below the operational specification (75,000 rpm). It was observed that the set screw was corroded and was unable to be removed, preventing the locking mechanism to be disassembled. It was further determined that the device showed symptoms that was indicative of damage to the locking components , causing the device to run in the safety position (device was power broken). It was further observed that the vanes were worn out causing the device to run at a lower rpm. It was further determined that the issue with the hole in the hose near the muffler (zone 1) was consistent with assembly tooling issue. It was further determined that the issue with the locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running (power broken). It was determined that the issue with the swivel and the vanes was consistent with normal wear over time. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use and servicing over time, user error and improper assembly / manufacture. The manufacturing fixture issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was discovered that the hose of the motor device had a tear near the foot pedal. During in-house engineering evaluation, it was observed that the device ran in the safety position (power broken). The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.